Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to an unknown product performance anomaly. This lead was replaced with same model and was successfully implanted. No additional adverse patient effects were reported.